Manufacturer narrative:
One (1) photo and one (1) video confirming the leak were received. One (1) used sample was returned as received, with no physical damage or other anomalies observed. The cuff was inflated with 20 ml of air per IFU and submerged in a water bath, where leakage was observed at the cuff weld. The probable cause was determined to be an inconsistent weld around the tubing. A device history record (DHR) review could not be completed as no lot information was provided.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the balloon on endo tracheal tube (ett) failed. Ongoing leak noted post arrival of patient from kingaroy hospital overnight. Patient admitted to ccw from kingaroy, already intubated and ventilated. Difficulty maintaining cuff pressures post arrival, however awaited appropriate time of day to facilitate ett exchange (during daytime hours), given that patient ventilation was stable. The event occurred post insertion.